Event description:
A customer contacted beckman coulter (bec) reporting two (2) erratic sodium (na) patient results generated on the olympus au681-10e (au680 series) with ion selective electrode (ise) clinical chemistry analyzer. In general, the customer is reporting erratic ise recovery. Upon repeat of the two (2) samples the results did not match the original results. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in this report. Patient demographics (age, date of birth, gender, and weight) were not provided by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. Upon review of the ise calibration data on the day of the reported event, there were 0 slope calibrations for all 3 electrodes generated. The customer also reported erratic quality control (qc) recovery leading up to the reported event. Coefficient of variation (cvs) recovered values of 1.42 % and 1.64 % generated on the days leading up to the event. A bec field service engineer (fse) was dispatched on multiple days ((B)(4) 2013) to evaluate the instrument. On (B)(4) 2013, the fse replaced the following hardware parts on the ise module: potassium (k) electrode, na electrode, cl electrode, ise reference solution valve assembly, ratio (r) block, and the solenoid valve assembly. The issue was still not resolved so a bec fse returned again on (B)(4) 2013. The fse replaced the pinch valve tubing, the sample probe, the roller tube, and the ise tube set. The issue was still not resolved so a bec fse was dispatched on (B)(4) 2013. The fse replaced the ise reference solution valve assembly which was already replaced on the (B)(4) 2013 service visit from another bec fse. A definitive failure mode is unknown to date. Multiple parts were replaced by service over a period of 10 days on the ise module, any of which could have caused or contributed to event. It is likely an equipment malfunction is contributing to this event and erratic ise performance.